Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, it was reported by an arthrex employee via email that for an ar-1934bcf-2, suture anchor, biocomposite¿ suturetak® 3 x 14.5 mm, ve5 with #2 fiberwire® and #2 tigerwire®, the anchor broke during insertion. This was detected during a hip joint labrum repair surgery on (B)(6) 2026. The procedure was completed successfully as the device was changed for a new one. Ar-1949 and ar-1250lt were used to prepare the bone socket and the bone quality of the patient was hard. No fragments were left in the patient.